Manufacturer narrative:
B3: date of event estimated as (B)(6) 2023 manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 are filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right and left common femoral arteries using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed at each access site. The sheath was upsized, and the tavr procedure was completed. The preplaced sutures were used to achieve hemostasis. Reportedly, post procedure, the patient returned to the cath lab due to sutures causing narrowing of both vessels. Contralateral access was gained and a balloon treated the narrowing in the vessels. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. There was no reported device malfunction. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9 - device available for evaluation updated from ni to no.